Manufacturer narrative:
No product was returned as the device remains in situ and the remaining part of the device was disposed of at the user facility, radiographs were provided confirming the event. Through additional communication with the attending rep it was communicated the surgeon potentially placed two lock screws into the same reduction tower which would disallow tab removal. No lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Review of all the information provided could not confirm a definitive root cause of the event although inadvertent user error (dual lock screws) is believed to have been the cause. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. Care should be taken to insure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." H3 other text : device remains in situ

Event description:
On (B)(6) 2023 a patient underwent a posterior fixation procedure on unknow levels of the spine. During the procedure one of the reduction screw tabs fractured off at the unintended weld point and a portion of the tulip that was intended to be removed was forced to remain in situ. Rep stated the surgeon had a suspicion, but could not confirm, that two lock screws may have been loaded into the involved reduction screw in error. There were no adverse consequences to the patient as a result of the device failure and they will be monitored.